Event description:
It was reported the tubing from the oxygen mask did not fit securely to the mask while in use. The mask was discontinued and retrieved. An alternative product was use. No patient harm was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction . There was no report of the patient being harmed as a result of this malfunction. An investigation into the reported issue is currently underway. Additional patient and event details have been requested. Should additional info become available, a f/u report will be submitted.